Event description:
It was reported that the pt underwent a posterolateral fusion. The surgeon reported evidence of superficial wound infection after 1-2 weeks. By the third week, the wound displayed a deep infection. I&d was performed without removal of the implants. Cultures grew klebsiella and candida. A second I&d was performed two weeks later. The in-pt is on an 8-week antibiotic regimen. The levels of infection have been steadily declining.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.